Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This case was a phone fix, the amo field service specialist (fss) talked to the account over the phone as a site visit was not required at this time. Fss ordered a bottle hanger assembly for customer installation. Fss followed up with the customer and verified that the hanger was installed and that there was no other issues with the unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the bottle hanger for the balance salt solution (bss) is broken on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.